Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 136mg/dl, 195mg/dl, 173mg/dl. Tests were done within < 10mins with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.